Event description:
The device was used during a pneumonectomy procedure. Reportedly, the staples were missing. The surgeon manually sutured to complete the procedure. The hospital has re[orted no patient injury occurred.